Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-15. H6: investigation summary: four photos and four samples were received by our quality team for evaluation. The samples were subjected to barrel bow measurement and failed the testing. A device history record could not be evaluated as the lot number is unknown. This nonconformance occurred at the molding machine. At this machine, there is a bubbler tube which flows water for cooling the molded parts through the core pin. The probable root cause could be due to the bubbler tube being choked which caused an insufficient water supply to cool the barrel which resulted in bowed barrel. The preventive maintenance list will be updated to include checking and clearing all bubbling tubes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ls was damaged. The following information was provided by the initial reporter: the customer reported that the barrel was bowed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls was damaged. The following information was provided by the initial reporter: the customer reported that the barrel was bowed.